Manufacturer narrative:
A steris service technician inspected the sterilizer and found the power contactor for the heater element failed. In addition, the technician found that other components required replacement. The technician repaired the unit, ran a test cycle and returned the sterilizer to service. No additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their sterilizer. No injuries or procedural delays or cancellations were reported.